Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of occlusion, is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 1494 - indication for use. H6: device code 2017 - failure to follow steps / instructions.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved with a prostyle device after a cardiac ablation interventional procedure using an 8.5f sheath. A few hours later, an occlusion was noted due to a back wall stitch. The suture was removed surgically and the access site was reclosed surgically. Post surgical procedure there was no reported adverse patient sequela. No additional information was provided.